Event description:
It was reported that the patient's right ventricular lead exhibited high, out of range pacing impedance and noise. Lead fracture was suspected. The lead was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
The reported events of noise, high pacing impedance and fracture were not confirmed. As received, a complete lead was returned in one piece with the helix found extended and clogged with dried blood/tissue. Final analysis did not find any indication of conductor fractures or internal shorts. No anomalies were found with the exception of procedural damage.